Manufacturer narrative:
Citation: takagi h. Coexisting mitral regurgitation impairs survival after transcatheter aortic valve implantation. Ann thorac surg. 2015 dec;100(6):2270-6. Doi: 10.1016/j.athoracsur.2015.05.094. Earliest date of publish used for event date . No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature on impaired survival due to coexisting mitral regurgitation after transcatheter aortic valve implantation. All data were collected from a meta-analysis of previously published studies. The study population included 13,672 patients (mean ages ranging from 79-83 years), several of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients in-hospital, 30-day mortality and all cause-mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: worsened mitral valve regurgitation requiring an intervention and stroke. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or products were reported.